Event description:
Reported blood glucose results of 164 mg/dl and 136 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through blood glucose test was performed; the pt obtained 190 and 216 mg/dl.